Manufacturer narrative:
One (1) expedium ti polyaxial screw-9x80mm-tulip head only-[product code: 1797-12-980, lot number: rl172351] was returned to the complaints handling unit (chu) for evaluation. Inspection of the tulip head [product code: 1797-12-980] revealed that the flex ball component (887003088) of the polyaxial screw assembly had multiple fracture sites. The remainder of the fractured flex ball component was not returned. Fracture analysis suggests that the fractured surfaces of the flex ball component for the polyaxial screw [1797-12-980 lot rl172351] have a rough and grainy texture consistent with a static overload failure. No material defects or other abnormalities were observed in this analysis. The root cause for the flex ball component of the polyaxial screw assembly breaking cannot be positively determined. However, fracture analysis states that the fractured surfaces have a rough and grainy texture consistent with a static overload failure. The flex ball component retains the proximal end of the screw shank inside the polyaxial screw head. Since the flex ball is broken, this could have led to the screw head disassembling from the screw shank. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two expedium screws and 3 instruments broke intra-operatively when introducing the screws into the ilium. The patient showed very osteoporotic bone in the lumbar segments. The ilium however was quite sclerotic. The taps have been used. When introducing the screw, first the tip of the screw driver broke. The screw however was only partially been introduced. Therefore the surgeons tried to block the polyaxiality of the screw head by turning the screw driver extensively in order to bring down the screw. It is when the screw heads detached from the screw shank. In addition the screw got stuck in the screw driver. Please note - (B)(6) confirmed it is actually on 2 instruments that broke intra-operatively not 3 instruments as above.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.